Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed over temp alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 a getinge field service engineer fse was dispatched to evaluate the iabp unit and the fse found error. Code 77 - enhanced compressor motor speed required. Fse replaced compressor and found a leak in the drive manifold as well, replaced manifold and drive pressure regulator. No alarms on start up, carried it numerous all manifold tests and re calibrated the pressure regulators. No faults when engineer left machine.

Event description:
N/a